Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the screw and washing missing from the 80lb torque knob. The locking mechanism has both rotational and lateral movement as well as a buildup of residue. New components were added to replace the worn internal parts. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1114 standard infinity skull clamp for service and repair because the unit had missing components.